Manufacturer narrative:
The last calibration performed on 25-aug-2021 was ok and there were no alarms. Upon review of the alarm trace, abnormal sample aspiration and probe aspiration errors were observed. The field service engineer performed probe adjustments. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ferritin on a cobas 6000 e 601 module. The sample initially resulted in a value of < 1 ng/ml accompanied by a data flag. The initial value was reported outside of the laboratory. The sample was repeated, resulting in a value of 663.9 ng/ml. The repeat value was believed to be correct. The sample was also repeated on the same analyzer and a different analyzer and the repeat values matched. No specific values were provided. The ferritin reagent lot number was 530551. The reagent expiration date was requested, but not provided.